Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No previous repair has been noted in the last 12 months. The event history log was not provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a ¿no disposable alarm¿. The alarm was silenced, settings were reviewed, and the reservoir volume was 62.1 ml, rate 2.3 ml/hr and volume given 43.90 ml. The device was restarted but the alarm returned. Troubleshooting was performed and per reporter, it appeared the tubing was pulled outside of the clamp and the clamp was closed. The patient's son had difficulty with more troubleshooting and was therefore advised to seek further help at the clinic. There was patient involvement and no patient harm/adverse events reported.